Event description:
Complainant alleged that during biomed testing, the device inappropriately powered on in utilities mode and was unable to switch into defib/monitor/pace mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.